Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. Customer returned one tip that was broken. Visual testing of instrument performed using microscope. No manufacturing defects or markings were noted on instrument. Complaint does not indicate what power setting was being used at time of breakage. Recommended setting for the endo 5 is min 1 max 4. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. Root cause of breakage cannot be determined.

Event description:
It was reported that a proultra endo tip broke during use and could not be retrieved. The tip was incorporated into the filling.